Manufacturer narrative:
Product ID: 3031a lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3093-28 lot# v003390, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient couldn't seem to feel anything.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had two urinary tract infections within the previous week. The patient received antibiotics. It was noted, the patient had pain "down there" which started about a week prior. The implantable neurostimulator battery was reported as "green/good."